Event description:
The patient was revised due to a break down at the clothes pin/split end. (Originally implanted a little high and it subsided.) Proximally - no ingrowth. Well fixed distally. Subsided 2 centimeters.